Event description:
It was reported that the cine runs were locking up on the 9800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Flashed nodes and reloaded software. The system was tested and found to be working as intended and placed back into service.